Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, mildly tortuous, superficial femoral artery (sfa) the 5.0 x 60 mm fox sv balloon dilatation catheter (bdc) was positioned and inflated once, however, the balloon ruptured prior to reaching the rated burst pressure (rbp). The device was removed and a second fox sv bdc was used to dilatate the lesion. A stent was placed and the procedure was completed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: chevalier (cordis); guide cath: bright tip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.